Manufacturer narrative:
Initial.

Event description:
It was reported that the freestyle libre 3 plus sensor would not pair with the system despite basic troubleshooting, consistent with an intermittent communication failure involving the antenna component of the electrical and magnetic system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with a communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.